Manufacturer narrative:
Additional: d10 the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check post implant procedure. Upon review, the left ventricle lead failed to capture. X-ray confirmed that the lead was dislodged. The left ventricle lead was explanted and replaced on (B)(6) 2020. Patient was stable.